Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to the customer¿s blood glucose level. No additional patient or event information was provided.